Manufacturer narrative:
No event date information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient was having an MRI that was unrelated to the device or therapy. The caller reported the neurology note indicated the device stopped working. No symptoms or complications were reported or anticipated.